Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient "developed low pressure and a cardiac tamponade" during the implant procedure. The right ventricular (rv) lead exhibited high thresholds and unusual signals. It was further reported that the "screw mechanism" would not reach the maximum helix outlet. The lead was not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that cardiac tamponade was treated with a tamponade aspiration set and a drain was placed. Patient's stay was reportedly prolonged by two days.